Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was currently in the hospital because in the last week, they've had two events in the last week or so that may have been possible "tia's" (strokes). Hcp want to do brain MRI. The patient didn't know the circumstances that led to the medical issues they were having and said that they weren't sure if the possible tia's (possible strokes) were dbs related. The patient said their dbs system had "sort of slowed down" and done some strange things and battery was now at 2.57v. The patient said the battery was supposed to be changed out on thursday but the patient hadn't had their implant replaced yet. The patient said they felt like one of the side effects of the dbs being on was unstableness and said that they'd had been getting a little more unstable probably the last couple months. The patient said that hospital had invited the manufacturer's representative out to monitor the situation tomorrow. The patient said they don't think their dbs hcp was aware of the situation. The patient was redirected to their healthcare provider to further address the issue.